Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
It was reported that the unit had an unresponsive touchscreen. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 08oct2019. Date of report: 11oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer used the "accept" button to access the calibration screen; however, the unit remained unresponsive. The technician recommended that the customer swap out the display to isolate the failure. The customer reported replacing the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had an unresponsive touchscreen. There was no patient involvement.